Event description:
The reporter called and alleged discrepant results, when compared to the lab. The reported device results were 8.0 inr on 7/28/2006 and 8/1/2006. The corresponding lab results reported were both 4.0 inr. No treatment was given to the patient. The device was replaced and requested to be returned for evaluation.